Manufacturer narrative:
Device #6:investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00286, 00287, 00288, 00289, 00290, 00292.

Manufacturer narrative:
Conclusion: no device failure the device was visually examined. The complaint and device history records were reviewed and products were manufactured to specifications and met all acceptance/inspection criteria. (B)(4) - evidence that product in specification when used, no evidence of misuse.

Event description:
Allegedly revised due to pain.